Event description:
Customer reported receiving an error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 70 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump alarmed after battery was inserted, problem with isolated to mother board. Insulin pump received with cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.